Event description:
Customer reported a past incident of low blood glucose, with the lowest level being 40 mg/dl. Reportedly, customer lost consciousness and the paramedics were called and only checked customer the blood glucose level. Customer treated the low blood glucose by drinking juice and was advised by technical support to consult a healthcare professional to discuss potential factors affecting their blood glucose levels.